Event description:
It was reported that during an unknown surgery, after fired, could not open the jaw. Used rbrb and manual override to open the jaw and removed the device. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 10/23/2024, d4 batch #981c93. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45t reload present. The reload was received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the reverse button of device was non-functional. Upon evaluation, the pcb board was noted to be non-functional. Additionally, video was provided and it showed the condition of the reported event. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 981c93, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device psee45a lot number c9e46p and no non-conformances were identified. Video images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.